Manufacturer narrative:
Customer did not provide the lot number of the affected product.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported that immediately after starting to use the product, the customer noticed medical fluid was leaking from the part where the tubing and the connector were connected. No patient injury was noted.

Manufacturer narrative:
Other, other text: h3: two pictures of a cadd cassette reservoir were received for evaluation. One picture showed a cassette product from p/n 21-7609-24 with a syringe connected. The second picture showed the yellow luer connected to a syringe. One cadd cassette reservoir from p/n 21-7609-24 was received without its original packaging with a syringe connected and inside in a plastic bag. Leak testing on the sample received was performed using a syringe to look for unusual functions. A leak was detected in the connection between extension tube and female luer. The reported issue was able to be confirmed. This issue could have been caused due to the bonding procedure not being followed or incorrect dip time or depth.